Event description:
The patient was infusing terbutaline via the cadd-micro infusion pump for the prevention of premature labor. Additionally, the patient has had a history of bleeding intermittently with the pregnancy. The pump had an error code at 0130 on the day of the incident. The patient contacted her on-call nurse and was talked through re-programming. At 0740 the device experienced another error code. The patient was off the pump until 1130, at which time she was delivered a replacement pump. At 1315 the patient started bleeding and presented to the hospital. It was reported that while at the hospital, the patient had a placental abruption and delivered her baby, who subsequently expired, cause unknown. It was reported that the baby was 29 weeks when delivered and no autopsy was performed. The patient's physician and the nurse that managed the patient's case for the contracted home care have both stated that the placental abruption and subsequent premature delivery and death of the baby are not related to the interruption in the delivery of the terbutaline.